Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent hypoglycemia while using the ilet, including postprandial rises followed by device-driven corrections and overnight lows, with a documented nadir of 26 mg/dl and approximately 20 minutes below range; the event was categorized as low glucose alarms and cause unclear. Symptoms included weakness, nausea, vomiting, cold sweats, and pallor. Outcomes included no hospitalization or professional medical intervention, treatment with oral glucose sources, no ketones detected, and the case assigned for additional training. Investigation included troubleshooting and education with logs reviewed. Investigation of this case revealed cause unclear. It was concluded that the event involved hypoglycemia with cause unclear.